Manufacturer narrative:
Correction information b4: date of this report. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information. D4:unique identifier (UDI). D8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary the pentax engineer checked with hospital staff. The defect was found during pre-use check. No harm was caused to the patient. The examination was completed with other device. The third party provided a back up scope for hospital. The hospital only have one scope. The ift was hurt by sharp tools at 10cm. The device was repaired by the third party and returned to the hospital. We reminded the hospital that they should pay attention to routine maintenance. Based on the investigation results data, it was determined that the potential/root cause of the failure was that the ift was damaged due to contact with a sharp part of other equipment, causing a leak. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 25-dec-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 26-dec-2017. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
Pentax medical apac responded to a good faith effort request via email on 27-jun-2023 that the patient was originally hospitalized for another disease. The hospital only have one endoscope, and the third party provided a backup endoscope for hospital next day. The patient discharged after completed the examination next day. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Leakage was found in the morning before use, and the patient was already in the operation room at that time, since the scope could not be used, so the patient had to be told to stay in the hospital for another day, which led to an extension of the patient's hospital stay. This event occurred at the time of before use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.